Event description:
It was reported that the customer experienced a blood glucose (bg) level of 462 mg/dl which resulted in the customer being admitted to the hospital. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer was using lyumjev insulin. Tandem customer technical support informed customer that lyumjev is off label per the user guide. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.